Event description:
It was reported that, "pt distal radius plate is broken. Pt has not had revision as of yet but is scheduled for it."

Manufacturer narrative:
Investigation in process, but not yet complete.